Manufacturer narrative:
Actual device involved with this report was not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labelling, and applicable manufacturing records and the lots in question were manufactured per specification without deviation. Pursuit vascular was unable to replicate the reported issue despite testing same lots with an axial force of 16 lb-f applied which exceeds clinically recommended use. There was no patient injury reported with this event.

Event description:
Md alleged that "stick with cha broke off into catheter." Date of event and hospital location were not provided. This event was not previously reported. No additional information was provided.